Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was reported that the sensor was inserted into the hip. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally, the g4 platinum continuous glucose monitoring system user's guide also states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the use of prescription flonase, which is used to prevent skin irritations. The sensor was inserted into the hip on (B)(6) 2015. Patient's mother stated that the patient was not currently experiencing a reaction and that the flonase was prescribed to prevent irritation. Date of prescription was not provided. At the time of contact, no additional event information was reported